Manufacturer narrative:
(B)(6).

Event description:
The user received a questionable ammonia result for one patient sample. All results are in umol/l. The first sample drawn from the patient had a result of 300.7 with a data flag and was reported outside the laboratory. The patient was contacted, was told she was possibly in liver failure and was instructed to go to the emergency room (ER). The patient was redrawn in the ER and the ammonia result was 26.9. This second sample was repeated on another cobas c501 serial number (B)(4) and the result was 18.4. The first sample was tested on the other c501 and the result was 31.2. A corrected report with the result of 31.2 was issued for the first sample. The first sample was tested again on (B)(6) 2011 and the result was 62.8 with a data flag. The user acknowledged that the sample was now too old to obtain a reliable result. The user stated aside from the unnecessary ER visit and redraw, the patient was not injured, treated or further impacted by the issue. The patient has been discharged. The ammonia reagent lot number was 63596901. The user refused a service visit and stated she believed this was an isolated incident unrelated to an analyzer malfunction.

Manufacturer narrative:
The investigation could not determine a specific root cause as the user was not willing to assist in the investigation by running precision testing or quality control material prior to patient samples. No adverse event was reported.